Manufacturer narrative:
The device was not returned for analysis. The device has reached end of life and is no longer maintained or serviced. Medtronic's investigation has determined distilled water was used in the instrument and ice water source was unknown. The cleaning process was to use a sanitary wipe available in the lab. These practices are not in accordance with the operator¿s manual which specially recommends the use of de-ionized water. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product will not be returned for analysis. Medtronic's investigation is currently in progress.

Event description:
Medtronic received information that during an unspecified the bio-cal heater/cooler instrument temperature could not be adjusted. Use of the instrument was not specified and there was no reported adverse patient effect. Service technician informed the customer that the instrument is no longer serviced and provided the customer the end of life letter. Nothing further was required by the customer. Additional information was received indicating that distilled water was used in the instrument and ice water source was unknown. The cleaning process was to use a sanitary wipe available in the lab. Per the operator's manual, cleaning protocols should be followed and de-ionized water should be used in the bio cal.